Event description:
It was reported that during an unknown procedure, the rigid video scope had comprised image: lines present. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the rigid video scope had comprised image: lines present. The procedure was completed with a similar device. There were no reports of patient harm. Additional information was provided by the customer: the issue occurred during preparation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: breakage distal fibers, debris under objective lens, dent on outer tube, loose lg (light guide) connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.